Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Receiver download retrieved and attached: passed. Test on receiver functional test station passed all relevant testing. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform audio\vibration test with dexcom global receiver communication tool: audio and vibration test: passed. Perform "try-it" audio\vibration test to test alert\alarms and passed. Open receiver case for internal visual inspection: passed. Perform speaker audio intermittent tests: passed. Measure the speaker resistance: the speaker resistance within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.